Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated a fiber optic sensor failure message and could not be calibrated. The physician was walked through the steps to transduce the central lumen of the iab catheter and this was successful. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.